Manufacturer narrative:
(B)(6) 2016 01:58 pm (gmt-5:00) added by (B)(6) ((B)(4)): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws bent when dissecting. A replacement device was opened and the silicone covering fell off prior to use. A third replacement device was used to complete the procedure. The hospital did not report any patient effects. This complaint was created to capture the second device failure. (B)(4).

Manufacturer narrative:
(B)(4). The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. It is not possible to confirm the reported complaint.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws bent when dissecting. A replacement device was opened and the silicone covering fell off prior to use. A third replacement device was used to complete the procedure. The hospital did not report any patient effects. This complaint was created to capture the second device failure. (B)(4).